Event description:
This MDR is related to MDR 3013840437-2022-00132, referring to the same patient. This literature report from united states of america concerns a 45-year-old female patient. She was injected with coaptite, as a transurethral bulking agent (uba). The patients medical history included dyspareunia, cystocele (uterovaginal prolapse, stage ii, anterior wall defect) and an erosion of implanted vaginal mesh (mus). The patients past medical history included a vaginal mesh, total vaginal hysterectomy, a bilateral salpingectomy, a uterosacral ligament suspension, an anterior and posterior repair, excision of vaginal mesh and a cystoscopy. After the coaptite injection, the patient experienced a bladder neck mass, causing urethral pain and bladder outlet obstruction. A computer tomography (CT) scan of the abdomen and pelvis was used to identify calcifications at the bladder neck and posterior urethra as possible bladder stones. Flexible cystourethroscopy showed a ball-shaped mass at the bladder neck arising from the proximal urethra and the presence of cystitis cystica. A multichannel urodynamic study (uds) was conducted and showed bladder outlet obstruction with mild post-void residual (pvr). As a consequence of the transurethral bulking agent, the patient had a transurethral resection and removal of foreign body mass. Following post-operation, an indwelling foley catheter was left in place for one week and then removed. The patient showed much-improved urination, no residuation of urine, expressed less pain, and mild stress urinary incontinence (sui). Three months later, flexible cystourethroscopy showed complete healing of the bladder neck and no residual particles. The patient was treated successfully with transurethral resection and foreign body removal. The outcome of the events was reported as resolved. In the opinion of the author, the development of foreign mass in the bladder neck suggests that the site of transurethral bulking agent injection had to be within the proximal urethra to prevent transurethral bulking agent migration to the bladder.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event bladder neck mass/calcifications at the bladder (pt: injection site calcification), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for coaptite injectable implant could not be reviewed, as the lot number was not reported. Ghoniem, g., et al. (2022). "Bladder outlet obstruction after coaptite transurethral injection: diagnosis and management." International urogynecology journal 33: s170-s171.